Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the end tone, signifying a completed seal-cycle, was heard but there was no seal. Slight oozing from the vessel was noticed. The surgeon continued to use the device to complete the procedure. The patient is reported to be doing fine.